Manufacturer narrative:
A ge healthcare service representative performed a checkout of the equipment and confirmed the reported complaint. The control panel assembly was replaced, and the unit was returned to service. Patient information could not be obtained after multiple attempts. Attempts were made as follows: 10/31/17 phone call, 11/01/17 phone call, 11/06/17 phone call.

Event description:
The hospital reported a failure of the unit to switch to manual ventilation when requested, during use. There is no report of patient injury.